Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a social media report which reported the following information: a kana message received stated a customer reported unspecified low values when scanning the adc freestyle libre sensor compared to an unspecified meter. Additionally, the customer documented "last 14-day sensor tried to kill me. Put me in the hospital. It was reading low and my sugar was 800." Unspecified medical assistance was provided. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a social media report which reported the following information: a (B)(4) message received stated a customer reported unspecified low values when scanning the adc freestyle libre sensor compared to an unspecified meter. Additionally, the customer documented "last 14-day sensor tried to kill me. Put me in the hospital. It was reading low and my sugar was 800." Unspecified medical assistance was provided. No further details were provided. There was no report of death or permanent injury associated with this event.